Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump also had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage to their insulin pump. The customer's blood glucose level was reported to be 217.8mg/dl. It was reported that the customer could not see half of the screen. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.